Manufacturer narrative:
The field service engineer determined there may be an issue with dilution. Dilution valves were replaced. Reagents were primed and ise checks were performed. The reference electrode was replaced since it was due to be replaced in 3 days. The customer ran controls, and all were ok. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 157.88 mmol/l, which repeated as 144.99 mmol/l. The sample initially resulted with a cl value of 114.4 mmol/l, which repeated as 103.9 mmol/l.